Event description:
Pt's freedom pump broke during the infusion, pt was able to complete her infusion using another old pump she had from another pharmacy, alliance. Hizentra indication: selective deficiency of immunoglobulin g [igg] subclasses and selective deficiency of immunoglobulin a [iga]. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.